Event description:
It was reported that the user was frustrated about not reaching their target zone and experienced prolonged hyperglycemia, describing a blood glucose level of approximately 200 mg/dl after dinner that persisted for about three hours while using the ilet on the lower setting; troubleshooting and education were completed, and there were no alerts or alarms. Symptoms included hyperglycemia. Outcomes included temporary inconvenience without reported injury or hospitalization. Investigation included a complaint review and user troubleshooting focused on use, settings, and glycemic management education. Investigation of this case revealed no device alarms or malfunctions reported and no specific device component issues identified, with the event consistent with use-related factors or individual glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.